Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level of 565 mg/dl. The customer did not report any symptoms, customer's blood glucose value was unknown at the time of the call. Customer's father did not report when the high blood glucose levels began on and if they contacted their healthcare professional. Customer's father declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.